Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Per the instructions for use: if significant resistance is encountered prior to needle tips emerging at the top of barrel, or if all four of the needles are not deployed, terminate deployment. If the needles are not easily deployed, back the needles down into the sheath prior to removal of the device. Per the instructions for use, under caution - this device should only be used by physicians (or other healthcare professionals authorized by or under the direction of such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other prostar xl device referenced is filed under a separate medwatch report.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a prostar xl device, via a 9f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, when the prostar xl handle was pulled back a few millimeters, massive resistance was noted. The prostar xl handle could only be pulled back with force. Only three of the four needles came out, so just one suture was usable. The prostar xl device was removed (the fourth needle still in the system) and replaced with another prostar xl device. The sutures of the second prostar xl device were pre-placed without difficulties. The sheath was upsized to 16f and the evar procedure was completed. Hemostasis was not achieved with the pre-placed prostar xl sutures. A cut down was performed and hemostasis was achieved surgically. The patient is doing fine. The physician is reportedly not trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the reported information the reported difficulties appear to be related to absence of training. The subsequent treatment appears to be related to procedure circumstance. It should be noted that the prostar xl instructions for use states: this device should only be used by physicians (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. Additionally, if significant resistance is encountered prior to needle tips emerging at the top of the barrel, or if all four of the needles are not deployed, terminate deployment. Refer to the technique for needle back-down section to perform needle back-down procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.